Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary :the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part number, lot number combination per qlik query executed on 4/24/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure, the sales rep's 4.5mm healix advance anchor with dynacord suture cracked during insertion, but prior to being fulling inserted into the patient. The sales rep stated that there was an audible noise when the anchor cracked. The anchor had two suture tails. The anchor was being used with a 4.5 healix awl. The case was completed with another like-anchor in the same bone hole with no patient harm or delay. The anchor was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.